Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patients ipg was too low and the patient was sitting on it. The patient underwent a revision procedure wherein the pocket site was moved up a few inches. No device malfunction was suspected. The patient was doing well postoperatively.